Event description:
It was reported that a dissection occurred. The 95% stenosed target lesion was located in the left anterior descending artery (lad). A 28 x 2.50mm promus elite drug-eluting stent was advanced for treatment. However, an edge dissection was found at the distal part of the lad. Another stent was deployed to cover the dissection. The patient was stable.